Event description:
Saw blade broke during an orthopedic case of a total knee replacement. Scrub technician, surgeon, rn and charge nurse visualized both pieces of blade and patient was inspected by surgeon and scrub technician. Count was complete and correct. Saw blade given to materials.